Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was attempted but the file was not available for review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 314.743, drive shaft-minimum 520mm length-for use with ria, lot number 15803-01). The complaint condition is confirmed for the drive shaft as it was received with the distal tip broken off. During use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly oblique and located within 7.5mm to 13.6mm of the distal edge of the drive shaft helix. The helix is intact and the broken tip was not received. The missing portion is estimated to be approximately 14mm long. The proximal portion of the shaft is marked ¿e¿ to denote an evaluation set. The balance of the device shows surface scratches and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and/or having been subjected to excessive force. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Specific details regarding the technique used/handling were not provided, however it is most probable that excessive force or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional date of manufacture is oct 8, 2008. A device history record review was performed for the subject device lot manufacturer lot number 15803-01 which corresponds to synthes lot numbers 5873442 and 5889651. These lots were manufactured on sep 9, 2008 and oct 8, 2008 (released to warehouse date) respectively. It is unknown which of these two lots the subject device belongs to. The review showed that there were no issues during the manufacture of the product from either lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head of a reamer/irrigator/aspirator (ria) as well as the tip of a reamer drive shaft snapped when testing the device prior to surgery. There was no surgical delay reported and a backup device was readily available. The surgery successfully completed. This is report 1 of 2 for (B)(4).